Manufacturer narrative:
This report was previously submitted under 0001822565-2016-02196. Upon receipt of item and lot information it was determined that the manufacturing site changed. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had a knee arthroplasty revised due to pain and aseptic loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: posterior-stabilized femur, catalog#: 42500606602, lot#: 62604075 persona articular surface, catalog#: 42521400710, lot#: 62346481. Persona all poly patella, catalog#: 42540000035, lot#: 62467031. Reported event was unable to be confirmed due to limited information received from the customer. As per the package insert, loosening is addressed as possible adverse event. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.